Event description:
It was reported the patient had difficulty recharging and programming the stimulator. The patient underwent because of migration of the left internal pulse generator; a broken extension lead wire was found and replaced. The patient recovered without sequela. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Extension.